Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4) fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during inspection, glass fiber particles were noted outside of the laser fiber and breaks were found along the laser fiber body. The procedure was completed with another accutrac laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear, and round with effective transmission measured 94.7%. Given the event description and condition of the returned device, the reported failure could not be confirmed.. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during inspection, glass fiber particles were noted outside of the laser fiber and breaks were found along the laser fiber body. The procedure was completed with another accutrac laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.